Manufacturer narrative:
Product event summary: the 12fcc13 sheath with lot number 0012683440 was returned and analyzed. Visual inspection before functional testing and dissection was performed on the shaft and handle. No anomaly was identified during the external visual inspection. All the shaft and handle were intact with no apparent issue. The steering mechanism and deflection test were performed, and no anomalies were observed. The performance test with sentinel blackbelt leak tester was performed. The pressure test was in an acceptable range. The vacuum test with a negative pressure was in an acceptable range. In conclusion, the reported "air bubbles" issue was not observed or reproduced during testing and the sheath passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the sheath, bubbles (about 1ml) could be aspirated through the sideport of the sheath after a transseptal puncture. The physician aspirated carefully and slowly with a 10ml syringe, and the sheath had been flushed before the procedure. No patient symptoms or complications were related to the event. The case was completed with cryo. No patient complications have been reported as a result of this event.